Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. No blank display anomalies were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Pending dva testing and check electronic and motor for moisture.

Event description:
It is reported that a customer experienced low blood glucose of 17 mg/dl and had to be treated at fairview northland hospital at 8 am. The customer was treated for the high blood glucose with an IV. The customer stated that they had dropped the sensor and it alarmed so he had drank soda and remembers nothing after that. The customer also stated that they had been in a car accident not long ago and drove into a swamp exposing the insulin pump to moisture and water. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. We are currently waiting for results from dva testing and the analysis will take approximately three days. However, all other functions of the pump have passed the testing. No further information was provided.